Event description:
It was reported that the patient had nausea and pain that required prescription medication. The subject was enrolled into a clinical study on (B)(6) 2024, the first treatment with therasphere was performed. On (B)(6) 2024, the second treatment with therasphere was performed. Therasphere was administered to the liver was selective (=2 segments in the perfused volume) through femoral artery and one dose vial was administered; total administered activity dose was 3.84 gbq. Post treatment dosimetry documented between random activity distribution and avid uptake in target lesion distribution of y90 on tumors. On (B)(6) 2025, on the same day post second therasphere administration, the subject was noted with nausea, diarrhea, pain in the groin, and fatigue. The nausea was medically treated with ondansetron odt (zofran-odt) (4mg/oral/as needed, (B)(6) 2025). Pain in the groin was medically treated with ketorolac (toradol) (10mg/oral/as needed, from (B)(6) 2025). No action was taken to treat the events of diarrhea and fatigue. On (B)(6) 2025, seven days post second therasphere administration, the subject was noted with abdominal pain. No action was taken to treat this event. It was further reported that on (B)(6) 2025, 30 days post second therasphere administration, the subject was noted with right upper quadrant pain. The subject was to be monitored.

Manufacturer narrative:
D3: manufacturer zip/postal code: (B)(6). G1: MFR site zip/post code: (B)(6). Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that the patient had nausea and pain that required prescription medication. The subject was enrolled into a clinical study on (B)(6) 2024. On (B)(6) 2024, the first treatment with therasphere was performed. On (B)(6) 2024, the second treatment with therasphere was performed. Therasphere was administered to the liver was selective (<=2 segments in the perfused volume) through femoral artery and one dose vial was administered; total administered activity dose was 3.84 gbq. Post treatment dosimetry documented between random activity distribution and avid uptake in target lesion distribution of y90 on tumors. On (B)(6) 2025, on the same day post second therasphere administration, the subject was noted with nausea, diarrhea, pain in the groin, and fatigue. The nausea was medically treated with ondansetron odt (zofran-odt) (4mg/oral/as needed, (B)(6) 2025). Pain in the groin was medically treated with ketorolac (toradol) (10mg/oral/as needed, from (B)(6) 2025). No action was taken to treat the events of diarrhea and fatigue. On (B)(6) 2025, seven days post second therasphere administration, the subject was noted with abdominal pain. No action was taken to treat this event.

Manufacturer narrative:
D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site zip/post code: gu9 8ql. Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Manufacturer narrative:
D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site zip/post code: gu9 8ql. Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported that the patient had nausea and pain that required prescription medication. The subject was enrolled into a clinical study on (B)(6) 2024. On (B)(6) 2024, the first treatment with therasphere was performed. On (B)(6) 2024, the second treatment with therasphere was performed. Therasphere was administered to the liver was selective (<=2 segments in the perfused volume) through femoral artery and one dose vial was administered; total administered activity dose was 3.84 gbq. Post treatment dosimetry documented between random activity distribution and avid uptake in target lesion distribution of y90 on tumors. On (B)(6) 2025, on the same day post second therasphere administration, the subject was noted with nausea, diarrhea, pain in the groin, and fatigue. The nausea was medically treated with ondansetron odt (zofran-odt) (4mg/oral/as needed, on (B)(6) 2025). Pain in the groin was medically treated with ketorolac (toradol) (10mg/oral/as needed, from on (B)(6) 2025). No action was taken to treat the events of diarrhea and fatigue. On (B)(6) 2025, seven days post second therasphere administration, the subject was noted with abdominal pain. No action was taken to treat this event. It was further reported that on (B)(6) 2025, 30 days post second therasphere administration, the subject was noted with right upper quadrant pain. The subject was to be monitored.